Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows that for the first part of the case pacing was turned on, however there was no ECG signal through the ECG leads present. The device was in an ECG lead fault state. An ECG signal through ECG leads is required for pacing. There are multiple factors outside of a device malfunction that can cause no signal to be present. Some include, but are not limited to, poor coupling of the electrodes/pads to the patient, poor connections of the ECG/multi-function cable to the device, or issues with the cabling itself. No accessories were returned with the device as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.